Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was not confirmed. It was reported the patient fell and the exeter stem fractured just below the trunnion. As per the IFU, the implant can break or become damaged as a result of strenuous activity or trauma.

Event description:
The surgeon reported via the territory manager, that he performed a revision procedure on a (B)(6) year old female patient as the stem had fractured. The surgeon reported that the primary implantation took place in 2009 at (B)(6) hospital (B)(6) under the care of another surgeon through a hardinge approach. It was reported that postoperatively, the patient was trendelenburg (B)(6). On (B)(6) 2014, the patient fell and the exeter stem fractured just below the trunnion. The surgeon therefore performed a revision procedure on (B)(6) 2014 at (B)(6) hospital, (B)(6).

Event description:
The surgeon reported via the territory manager, that he performed a revision procedure on a (B)(6) old female patient as the stem had fractured. The surgeon reported that the primary implantation took place in 2009 at(B)(6) hospital under the care of another surgeon through a hardinge approach. It was reported that postoperatively, the patient was trendelenburg positive. On (B)(6) 2014, the patient fell and the exeter stem fractured just below the trunion. The surgeon therefore performed a revision procedure on (B)(6) 2014 at (B)(6) hospital.

Manufacturer narrative:
It was reported that the fractured stem will be sent to the london implant retrieval centre for analysis and therefore will not be available to stryker for investigation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.